Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-09 (B)(4), e1a (hcp, rep): information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (5mg/ml, 1mg/day) in an implantable pump [by program details] for [indication for use]. The patient experienced renal failure and possible symptoms of opioid overdose. The patient factor of renal failure may have led or contributed to the issue. The pump was programmed to minimum rate mode. It was unknown if the issue resolved as of (B)(6) 2016. It was unknown what diagnostics were performed or what caused the renal failure. No surgical intervention occurred or was planned. The patient was currently hospitalized (inpatient). The concomitant medications, medical history, and patient's status was unable to be obtained.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (5mg/ml, 1mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The patient experienced renal failure and possible symptoms of opioid overdose. The patient factor of renal failure may have led or contributed to the issue. The pump was programmed to minimum rate mode. It was unknown if the issue resolved as of (B)(6) 2016. It was unknown what diagnostics were performed or what caused the renal failure. No surgical intervention occurred or was planned. The patient was currently hospitalized (inpatient). The concomitant medications, medical history, and patient's status was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.